Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 03-oct-2018 at which time it was reported that the patient recovered without sequela. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that the patient was hearing a pump alarm. The patient reported to the nurse that the pump started beeping every 10 minutes. The reason for the alarm was unknown as telemetry had not yet been performed. The pump was refilled yesterday ((B)(6) 2018) and updated with the new clinician programmer. It was confirmed that the pump was previously updated with the new programmer and it was confirmed that the service code (i.e. 117 or 260) indicating alarm duration was updated. The report showed at the beginning of the session a volume of 3.4 ml and a new volume of 40 ml noting they should refill before (B)(6) 2018. No patient symptoms were reported. Additional information was received on 20-sep-2018 and it was reported that the pump had 4 months until eri (elective replacement indicator). Upon interrogation, the event logs showed that a motor stall occurred on (B)(6) 2018 at 1:41 am with a recovery the same day at 19:38. Then a second motor stall occurred at 5:36 am today ((B)(6) 2018) without a recovery. The hcp admitted the patient to the hospital last night ((B)(6) 2018) for withdrawal symptoms and covered the patient with oral medications. The pump was then replaced on (B)(6) 2018. The pump was delivering morphine (25 mg/ml at 7.385 mg/day). No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.